Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call.

Event description:
The customer reported that the 2800 system had no power. No pt injury was reported.